Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fibrin with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Bd technical services provided troubleshooting with the customer. H3 other text : see h.10.

Event description:
It was reported that they experienced fibrin with a bd vacutainer® serum blood collection tubes. The sample was solid with a milky white layer. The following information was provided by the initial reporter: (1 of 2) it was reported that there was fibrin. Female sample was solid with a milky while layer. Additional information from company reporter: customer sent pictures which are attached to the case. The picture shows the tubes on ice but they are not collected on ice or allowed to clot on ice. They are spun at 4c as per their protocol, serum is removed and sent to a repository. These 2 subjects are elderly and it is the first time they have been drawn so there is no specimen to compare them to. The picture where there is a solid mass above the cells, the mass appeared to be solid or gel like. Advised site to make sure they are allowed to clot for 60 minutes prior to centrifugation, if patients on coag therapy they may take longer to clot. Cold will impede the clotting process.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that they experienced fibrin with a bd vacutainer® serum blood collection tubes. The sample was solid with a milky white layer. The following information was provided by the initial reporter: (1 of 2) it was reported that there was fibrin. Female sample was solid with a milky while layer. Additional information from company reporter: customer sent pictures which are attached to the case. The picture shows the tubes on ice but they are not collected on ice or allowed to clot on ice. They are spun at 4c as per their protocol, serum is removed and sent to a repository. These 2 subjects are elderly and it is the first time they have been drawn so there is no specimen to compare them to. The picture where there is a solid mass above the cells, the mass appeared to be solid or gel like. Advised site to make sure they are allowed to clot for 60 minutes prior to centrifugation, if patients on coag therapy they may take longer to clot. Cold will impede the clotting process.